Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the pt line of the homechoice set during initial drain to use the washroom. When the hp returned the machine was alarming. The hp reconnected themselves to the setup and attempted to clear the alarm. Baxter's tsc assisted hp's family member in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per hp's family member.